Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Port reconnected.

Event description:
It was reported that post implant, a realize adjustable band, the band tubing disconnected from the port. The tubing was in abdomen and it was brought up and re-connected to port. There was no adverse consequence to the patient. The patient had not had any adjustments nor has the port been accessed prior to the disconnect. The port disconnection was detected because of symptomatic pelvic pain leading to x ray. The locking connector was attached to the port and it was it locked. The strain relief had been removed at the original operation.